Event description:
It was initially reported by the nurse that the pt had an increase in seizures about two weeks ago. Company rep went by the site to check the pt's device and everything was working within normal limits. Pt indicated that she had been seizure free for "quite some time." It was unk if the increase in seizures was above or below pre-vns baseline. Battery life calculation was performed and it was observed that the pt has approximately 7.07 yrs remaining until eri=yes. Good faith attempts to obtain additional info has been unsuccessful till date. The cause of event is unk at the moment.